Manufacturer narrative:
Follow-up (4/2/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was displaying a message of "strip fill problem retest with a new strip". The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two months prior to contacting lfs. The patient manages his diabetes with insulin (self adjuster). According to the csr's documentation, in response to the alleged meter issue, the patient (for the past two months) reportedly adjusted his insulin or food intake based on the situation, and following the alleged issue (date/time not specified) the patient reportedly obtained blood glucose readings of "3.2 and 3.3mmol/l" with another device. On an unspecified date/time after the alleged issue began, he reportedly developed symptoms of shaking and weakness and per csr documentation, the patient again would adjust his insulin regimen and food intake based on the situation. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter has been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.